Event description:
Pacesetter pacemaker inserted, wound closed. Post procedure check performed per MFR rep. Pacemaker not functioning properly. Wound reopened. Leads checked and okay. Generator replaced then pacemaker functioned properly.